Event description:
Customer reported experiencing a dead zone on the touchscreen of their device. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.